Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, based on the information obtained, the cause of the foreign object residue could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope had foreign matter inside the air/water nozzle. There was no patient involvement.

Manufacturer narrative:
Correction is being made to previously submitted b3 - date of event, the correct date was 01/14/2026. Also, added h4 - manufacture date.

Event description:
No additional information received from the customer.